Event description:
It was reported the hcp believed the 50/1 drug was creating a granuloma. A catheter access port (cap) procedure was performed. The dye study was done as a precaution. The hcp decided to change the concentration. They were going from 50 milligrams per ml of morphine to 7.5 milligrams per ml of dilaudid. The patient was doing well. Despite follow up, no further information was obtained. The pump was currently delivering morphine and the new drug was dilaudid.

Manufacturer narrative:
Catheter model# unk, implanted: unk, explanted: unk, (B)(4).